Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the monitor. Left monitor replaced and the system was tested and found to be working as intended. System placed back into service.

Event description:
It was reported that the left monitor is not working on the 9800 system. No patient injury was reported.